Event description:
The customer contact report that the device did not deliver a dose when the pt pendant was pressed. The device was returned to the biomedical engineering department with an unsigned note that stated, "pt pendant won't dispense meds." No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility, the device did not deliver a dose when the pt pendant was pressed. Though requested, no add'l info was provided.

Manufacturer narrative:
Testing and investigation found the device did not deliver a dose when the pt pendant was pressed. This was due to the use of an incompatible pt pendant that was connected to the device. The systems operating manual states the pt pendant for a lifecare pca list #20709 requires a blue handled pt pendant. The customer's returned pt pendant had a white handle. During testing, when the correct type of pt pendant was connected to the device, the device correctly delivered a dose when the pt pendant was pressed. This report represents all the info known by the rptr upon query by hospira personnel.